Event description:
It was reported that the insulin gauge was inaccurate and static with mutiple cartridges. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.